Event description:
It was reported that a 0.5 cm piece of the wire guide from a wayne pneumothorax tray separated and was retained inside the patient. It was noted that there is limited information about the occurrence. Information regarding MRI compatibility of the guide wire was requested. No other adverse effects were reported for this incident.

Manufacturer narrative:
G4: PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation: it was reported that a 0.5 cm piece of the wire guide from a wayne pneumothorax tray separated and was retained inside the patient. It was noted that there is limited information about the occurrence. Information regarding MRI compatibility of the guide wire was requested. No other adverse effects were reported for this incident. Reviews of the documentation, including the quality control procedures, and instructions for use (IFU) for the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The DHR was unable to be completed, due to the lack of lot information from the complaint facility. Cook also reviewed product labeling: the product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: instructions for use ¿3. Insert the introducer needle through the incision into the pleural cavity. 4. When the needle tip enters the pleural cavity, introduce the flexible end of the wire guide into the needle 10-15 cm. 5. Remove the needle, leaving wire guide in place¿ 8. Advance the catheter over the wire guide into the pleural cavity to the desired depth. Depth may be guided by the 2.5 cm markings on the catheter. The first mark begins 5 cm from the last sidehole. 9. Remove the wire guide and catheter obturator. Attach cook chest drain valve in direction indicated by arrow on valve¿¿ evidence gathered upon review of dmr, and product labeling, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It is possible that the wire was damaged by the sharp edge of the needle during manipulation and removal, but cook cannot confirm this. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.